Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device indicated that both cuffs successfully captured the needles during needle deployment; however, when the needle plunger was retracted the suture broke at the swage end of the posterior needle. A suture break during the needle plunger retraction would result in a failure to retrieve the suture and this could appear very similar to the reported cuff miss. The suture break while retracting the needle plunger indicated that there was resistance encountered during the needle plunger removal process. However, during testing, the plunger was reinserted and retracted successfully without any observable resistance and the foot was properly deployed and closed as designed. In addition, the whole suture was able to be pulled out from the device without difficulty. There was no damage to the suture to suggest that it might have been dragged through the device during suture retrieval process which could potentially contribute to the suture break. Further inspection of the device revealed no abnormal observations that could contribute to the reported difficult device removal. Therefore, the reported difficult device removal could not be confirmed. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. Based on the investigation findings, no manufacturing or quality deficiency was detected and the root cause for the suture break at the swage end of the posterior needle could not be determined.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly a cuff miss occurred. There was difficulty retracting the device from the anatomy and the device was reported to be 'stuck'. The device was pulled out and surgical intervention was required to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.